Event description:
"Called to the operating room to test the vagus nerve stimulator (vns) equipment. Device was tested while still in the patient and child neurologist received a lead output error. Lead was disconnected from the generator. After physician removed the old lead model 302 serial number 16621 which was visibly broken and twisted. New lead model 304 with serial number 28396 was connected to the generator (model 103) that was previously inserted last year. Lead test was performed, heart rate ranged from 70 to 72 during the lead test. No bradycardia was noted and the lead test was ok. The first lead test showed ohms of 978 and the second lead test showed ohms of 1171. The vns was then programmed."